Event description:
Same case as MFR #: 2134265-2012-04238. It was reported that post a stenting treatment procedure, a rash occurred. In (B)(6) 2011, the patient presented with a heart attack. Two ion stents were implanted. In (B)(6) 2012, it was reported that the patient started to get a rash around his wrist, now it has progressed to his back, neck and chest. The hotter he gets the worse the rash gets. The rash is "itchy and on fire." No further patient complications were reported. The relationship of the rash to the ion stents is unknown. Additional information was requested, but not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).